Event description:
It was reported the patient fell and cracked their hip and had 3 pins put in. The patient had surgery on (B)(6) and the patient had fallen a week before. Per the patient the x-ray didn¿t show a break in the system and the hcp just blew it off like it was just a bruise. The patient also reported the pa stated the mechanical stuff was working but it could be a kink in the catheter. The patient stated they felt the catheter on top of the pump one day a couple of weeks ago but then it ¿moved¿. Prior to the fall she felt the pump working because they would feel the ¿burning¿ once in a while. The patient hadn¿t felt anything since the fall. The hcp was to have called the patient to have an MRI the week before the report. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).